Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery was faulting on the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (faulting on charger) was confirmed. As rec'd, the battery would not charge or power on a monitor. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and power on a monitor is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination can not be positively identified but was likely liquid ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.